Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager via email regarding a patient who was seen in the clinic on (B)(6) 2016 and reported that power source side 1 of the controller was loose. Connection examined by vad coordinator in the clinic and determined to be loose. Patient demonstrated good technique with power connections. No excessive force noted. Patient underwent an elective controller exchange while in clinic. Controller was exchanged and no consequences to the patient. Patient tolerated the exchange well. No additional information is provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to lose power port connectors and lose serial port connector. The reported event was duplicated at the bench level. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluation the loose power port connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.